Manufacturer narrative:
Where lot numbers were received for the device(s), the device history record were reviewed and found to be conforming. X-rays were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and/or investigation results becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported, that a patient was implanted with a revitan revision stem system on (B)(6) 2010. On unknown date the patient experienced pain while walking and upon x-ray, the surgeon noticed the stem had fractured at the junction. On (B)(6) 2016 patient required a revision surgery to remove the components and implant a new revision stem.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a (B)(6) male patient experienced pain while walking. Upon x-ray, the surgeon noticed the stem had fractured at the junction. Patient underwent a revision surgery due to stem breakage after 6 years 2 months in vivo time. Review of received data: - one undated ap view x-ray of left hip thr is received. The x-ray is assumed to be taken just before the revision surgery. The proximal part of the revitan stem is tilted medially indicating that most probably the stem had fractured at the modular pin connection. The x-ray quality is not adequate enough to comment on the bony conditions. Slightly dark lines are observed around the proximal stem. The femur is fixated by 5 cerclage cables. -one photo of the explanted revitan stem is received. In the picture stem is seen to broken into 2 pieces; proximal and distal parts. -it was requested, but no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - all proximal revitan components are compatible with all distal ones. Root cause analysis root cause determination using dfmea # 145002, rev 6: - fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, biomechanical reports and the raw material certificate certify the fatigue strength of the material. - fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received, therefore cannot be excluded. - failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: mechanical properties of the material confirmed to be according to the specifications. - fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. - fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity, patient disregards limits of the device => possible: no information about the patient activity is known, therefore cannot be excluded. - fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, material compatibility specification certifies the material resistance. - failure of connection between proximal and distal part and conical nut, fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. - fracture of implant due to damage of stem during implantation => possible: no surgical report for the implantation, neither the devices were received. Therefore cannot be excluded. - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. - loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient bmi is not known, therefore cannot be excluded. - loosening or fracture of implant due to insufficient bony support of implant => possible: only one low quality x-ray before the revision surgery was available for the investigation which made it not possible to confirm this risk, therefore cannot be excluded. Conclusion summary: the product was not returned for the investigation. X-rays right after the implantation surgery, operative notes of implantation/revision surgery were not available in order to make deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Possible causes for the breakage of the connection pin includes the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight. It is not known whether there were other factors influencing the circumstances of the fracture. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported breakage cannot be excluded. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the last submitted medwatch. New information does not change the investigation-results of this incident, a additional report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to event description.

Manufacturer narrative:
This medwatch report is filed to relay updated information for revision surgery. Revitan®, proximal part, cylindrical, uncemented, 95, taper 12/14, item#01.00402.095, lot#2528573. The updated information does not change the previously assessment of the case. The case will be closed again. Zimmer biomet's case number (B)(4).

Event description:
It was reported that the reason for revision surgery was pain, squeaking sound, implant fracture, leg length discrepancy.